Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was unable to produce x-rays. The procedure was completed after doing exposure again. The philips field service engineer (fse) went onsite and reviewed log files and found injector error. During the troubleshooting process, the field service engineer (fse) inspected the injector connector and discovered it was loose. The fse reattached the connector and recommended monitoring the wire footswitch during exposure. The system was restored to operational status and has not experienced any further issues to date. The codes were updated based on the investigation outcome.